Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge 1mtec30 had a notch on the bottom and scratched the intraocular lens (iol). No patient contact reported and no further information received.

Manufacturer narrative:
Device available for evaluation? Yes - returned at the manufacturing site on the 03/31/2016 device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site in a plastic bag. Visual inspection at 10x microscope magnification showed residues of viscoelastic ovd (ophthalmic viscosurgical device) inside the cartridge tube, indicating the device was handled and prepared for surgical use. Stress marks were observed which are typically caused and/or may well appear by the iol advancing through the cartridge. A cartridge crack was observed at the cartridge neck. The cartridge tip was deformed. The customer's reported complaint was verified. Manufacturing records review: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to (B)(4) has been submitted.